Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. It was suspected that the cause of the event was due to lv lead dislodgement. However, diagnostic imaging was not performed to confirm the alleged dislodgement. The event was resolved by device reprogramming. The patient was stable with no consequences.